Event description:
A talent stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The vessel had an area of narrowing in the vessel. It was reported that the physician experienced difficulties in advancing the stent delivery catheter over the guidewire. The physician changed to a stiffer guidewire, and the stent graft was successfully advanced and implanted. It was reported upon removal of the stent graft delivery catheter, the component that holds the balloon to the catheter caught on one of the distal struts of the ipsilateral limb. The physician was able to maneuver the stent graft delivery catheter, and was able to successfully remove the catheter from the patient. The delivery system was not returned to medtronic for evaluation. No clinical sequelae were reported and the patient is fine.